Manufacturer narrative:
This MDR is n/a as it is a duplicate claim. Refer to the MDR# 2023826-2021-00634 of the actual claim (B)(4). Claim # (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. An "unexpected refractive outcome" and a 25 degrees rotation was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.